Event description:
It was reported that the lead outer insulation was damaged. The silicone was split from the is-1 pin. The pace/sense portion of lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.